Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) low alarms are not working. The patient's parent reported that the alarms that prevent their daughter from going into a life-threatening low did not work, which resulted in the patient's blood sugar to go dangerously low. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.